Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 05:28:39. During night drain cycle one, the patient's ultrafiltration reading was 1046 ml, indicating the home patient (hp) drained 1046 ml more than their maximum programmed fill volume of 1500 ml. No further information was available

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be a false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide gives the warning that "too low an I-drain alarm volume can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.